Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported inoperable 1 key which was reproduced. The cause was determined to be a delayed keypad response. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump key 1 was inoperable during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.